Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1a7rj implanted: (B)(6)2016- product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the device was removed on (B)(6)2017. The lead was displaced on fluoroscopic exam. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had a sudden returned of symptoms within the last month. She could not feel stimulation even when they turned it up to 8.5 volts. There was an allegation/dissatisfaction with ins longevity. It was alleged that there was a premature battery depletion as it had only 3-4 months left on it. They also reported that the ins were low. The patient stated there was no falls or external factors that could lead to issue. It was also reported that test was done on the day of the report and impedances showed abnormal at electrode 3 only. As reported, there was no report of short circuits or issues with the battery. Further information received reported that the patient was scheduled for replacement in (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
The other applicable components are: product ID (B)(6) lot# va1a7rj serial# implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the rep spoke with the clinic and they didn't have the patient's weight. The ins was set to be returned for analysis, however, they were still working to schedule the replacement.